Event description:
The kurin blood culture collection set - piv 18 has a rubber cover on the collection needle. This rubber will misalign and cause a blood spray from the needle. There has been noted blood leaking from the top of the rubber cover where it connects to the shield. There have been cracks in the blue luer-lock and blood leaking from the blood sideline.